Manufacturer narrative:
(B)(6).

Event description:
It was reported the camera head hd560h shorts out. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of short could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained clear throughout functional testing and burn-in. All functions perform as expected. No problem found.